Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9 additional information: d8, h3, h4, h6, h11 the device was returned to olympus for inspection, and a leakage sound was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that gas leaked due to the first pressure reducer failure. A definitive root cause was not determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insufflation unit exhibited a leakage sound. The issue occurred during maintenance. There were no reports of patient harm.